Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. It was found there was debris on the speak cone, which had impeded the vibrations of the speaker and resulted in reduced output. The device was scrapped and the customer received a replacement device. The cause of the reported issue was traced to environmental conditions.

Event description:
The customer contacted heartsine to report that their device's are barely audible. Evaluation of the device by heartsine determined this issue could lead to the user not hearing the instruction properly, and the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.